Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/5/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil packet, four dispensed sutures, one winding former with one needle suture combination, and seven detached needles for product code vcpb840d were received for analysis. This product code is multi-strand and contains eight strands single armed per packet. Upon visual inspection of the detached needles, the swage and attachment area were noted as expected. The barrel hole of the needles was examined under magnification, and no suture remnant was found. Body fluids were found in three needles. The sutures were examined, and the insertion end was observed as expected. The force used to detach the needle from the suture could not be determined. In addition, the needle-suture combination was visually inspected, and the swage and attachment area were observed as expected. The functional test was performed using instron equipment and the pull force met with the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2024 and suture was used. The problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m. H6 component code: g07002 pending evaluation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.